Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 50 mg/dl. Customer stated pump was still delivering insulin even though customer had low blood glucose level. Customer was using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device had a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).